Manufacturer narrative:
(B)(4). The external visual inspection revealed a migrated electrode ground ring and a slice on the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed a loose wire within one of the electrode contact pads, this is believed to have contributed to the elevated impedances that were measured at that electrode. A corrective action was implemented. This is the final report.

Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.